Manufacturer narrative:
Update: clinical report states that the patient was revised (B)(6) 2012 for aseptic loosening of the tibial component. Update - (B)(4) 2013 - patient's operative records were received. Records indicate an osteolytic defect on the patients femoral component. The patella was also found to be loose at revision. The femoral component was added to the complaint and the patella was reopened. Update - (B)(4) 2013; x-rays were received. The devices associated with this report were not returned. A complaint database search finds no other previously reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions about the reported event with the provided information. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states: migration/loosening - tibial (right knee). Update: clinical report states that the patient was revised (B)(6) 2012 for aseptic loosening of the tibial component. Update - (B)(4) 2013 - patient's operative records were received. Records indicate an osteolytic defect on the patients femoral component. The patella was also found to be loose at revision. Both components were added to the complaint.